Event description:
It was reported that during central processing , the tip-up fenestrated grasper instrument was found to be broken. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The tip-up fenestrated grasper instrument was returned and evaluated by the failure analysis team. Failure analysis investigations found that the tip-up fenestrated grasper instrument had a broken grip tip. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.18" x 0.49" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the findings is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. The tip-up fenestrated grasper (part# 470347-12/ lot/serial# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) with 9 use remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.